Event description:
New information received stated that the lead was replaced.

Manufacturer narrative:
No medwatch form was received.

Event description:
At the follow-up high threshold, low sensing and a decrease in impedance were observed. Further information could not be obtained at this time.